Event description:
The customer reported (1) one erroneously depressed human chorionic gonadotropin (hcg) patient sample result was obtained on a dimension exl 200 integrated chemistry system. It is unknown if the result was reported to the physician. The same sample was reprocessed with a dilution on the same dimension exl 200 integrated chemistry system. A higher result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed human chorionic gonadotropin (hcg) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding (1) one erroneously depressed human chorionic gonadotropin (hcg) patient sample result obtained on a dimension exl 200 integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (18-jan-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the instrument data files, and the information provided by the customer. Quality control (qc) recovered within the customer¿s acceptable ranges. Standard troubleshooting actions were performed on the analyzer. No reagent or instrument issues were identified. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2024-00311 was filed on 26-dec-2024.